Manufacturer narrative:
(B)(4) . Date sent; 7/12/2024 d4: batch # unk d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a feea, firing speed was slower and more uncomfortable than the 1st firing. The knife stopped halfway through the 4th firing. Tissue thickness was normal. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.